Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The procedure placed an unspecified promus element stent in an unspecified location. Stent deformation occurred. Another promus element stent was used to complete the procedure. No further patient complications were reported and the patient status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).